Event description:
It was reported that the rx acculink carotid stent system was used treat a totally occluded and concentric lesion in the internal iliac artery. The lesion was pre-dilated with a non-abbott balloon with a good result. During stent deployment, the stent moved distally and the target lesion was not fully covered. There was no abnormal resistance felt during the stent deployment. A xience prime was then placed proximal to the rx acculink overlapping it to finish covering the target lesion. Although the procedure was prolonged by 45 minutes, there was no clinically significant impact to the patient due to the delay. The final outcome was good; there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: boston scientific balloon (size 4.0 x 20mm), boston scientific filter wire ez epd, 8f boston scientific guider softtip 90 cm multipurpose tip configuration, 8f cordis avanti + sheath. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.